Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter address 2: (B)(6). H3, h6: one device was returned for repair/analysis. Visual inspection of device found the device in overall good condition. The device had not been serviced in the past 12 months. The software updated without issue. Customer complained of failed software upgrade. Software upgraded successfully. Device passed functional and accuracy testing, no findings were reported on the complaint that the device had low sensitivity air in line detection threshold.

Event description:
It was reported that the pump had low sensitivity air in line detection threshold. The pump's software update failed. There was unknown patient involvement and unknown patient harm/adverse event reported.